Manufacturer narrative:
The field service engineer replaced the lamp, probes, and seals. Rinse levels were adjusted. The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Manufacturer narrative:
The serial number of the c702 module is (B)(6). The investigation is ongoing. Medwatch field e1 initial reporter establishment name - (B)(6).

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with creatinine jaffe gen.2 on a cobas 8000 c702 module. The customer complained that there were non reproducible patient results on the first reagent disk of the analyzer, so the patient samples were repeated on the second reagent disk of the analyzer. The first sample initially resulted in a creatinine value of 85.4 umol/l and it repeated as 59.5 umol/l. A patient sample was used for precision studies on the first reagent disk and it resulted in the following values: 78.0 umol/l, 79.2 umol/l, 49.3 umol/l, 81.0 umol/l, 73.8 umol/l, 77.9 umol/l, 74.4 umol/l, 69.4 umol/l, 73.8 umol/l, and 78.7 umol/l.